Event description:
Procedure: gastrectomy. Pt sex: unk. Reportedly, after firing at duodenum, the staples did not form properly. No bleeding and the stapler was fired over the duodenum. To fix this, the surgeon cut the poor staple and applied a second similar device which added about 5-10 mins to the procedure. There was no injury reported.